Event description:
Healthcare professional reported "older, mishapen, saline." This record is for the left side. Device has been explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: older, mishapen, saline.